Manufacturer narrative:
The batch documentation is checked and no anomalies are detected. Any manufacturing fault is ruled out. After examination of the implant, it can be verified that the implant does not show signs of misuse or signs of malfunction that could have contributed to the event.

Event description:
The clinician indicates that he placed the implant on (B)(6) 2024 and loss of osseointegration occurs. Patient with bone quality ii. No complications were reported during or after the operation for the patient.